Event description:
It was reported that pump malfunction occurred, with malfunction code malf 12 and fault ID available, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device with no recurrence of malfunction, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.